Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check for needle stick (dirty) and harm/bleeding due to unknown lot number. This is an mds product, risks, hazards and harms are captured under the umbrella of risk management document (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle stick (dirty) and harm/bleeding due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 30ga tw 8mm bls 400 sg had a safety mechanism issue and caused a needle stick injury. This was discovered after use. The following information was provided by the initial reporter: the nurse suspected she was stabbed with the needle. The nurse described that after injecting, she activated the safety mechanism (slide the push rod to make the white shield forward to cover the tip of the needle), but didn't discard the syringe into the sharps collector immediately since the patient was asking her some questions. She held the syringe in one hand, and the fingers of the other hand held on the corner that between the white shield and the push rod when she was talking to the patient. After several seconds, she felt a sting and found the finger bleeding. She checked the syringe immediately, but she didn't find the tip of the needle was out of the white shield. She suspected the tip of the needle may slide out from the bottom of the white shield, and rebounded back into the coverage of the white shield after stabbing her.